Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the device on either mesoappendix or appendix for the second time in a laparoscopic appendectomy, it would not fire. They noted the device worked on the first firing. They used another device to complete the case. No patient injury was reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Reported condition for this incident was difficulty to fire. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly or component related condition. If information is provided in the future, a supplemental report will be issued.